Event description:
Report received in which leakage is occurring from around the filter. Rptr stated they noticed the filter was leaking due to the homecare pt's bed being wet. Reported device being utilized on a flo-gard pump, with infusion set at 100-125 cc/hr. Three incidents, pt's wife stated there was no compromise to the pt.